Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with cycler set and the patient event of fungal peritonitis with subsequent hospitalization and pd catheter removal with transition to in-center hemodialysis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted positive for candida lusitaniae, a normal flora commonly found in the human gastrointestinal tract, respiratory tract, oral cavity, skin, and genital tract. Candida infections are the second most common cause of catheter-related infections. The pd catheter is the source of infection for the vast majority of pd-related cases of peritonitis providing a portal of entry for organisms into the normally sterile peritoneum. Most cases of pd-related peritonitis are the result of touch contamination. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s fungal peritonitis with subsequent hospitalization and pd catheter removal. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed the right side of the rear panel where the power entry module is located, was pushed inward. The power cable could still be inserted and the cycler turned on. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: d.9.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with fungal peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a pd effluent culture drawn on (B)(6) 2024. Information pertaining to the patient¿s signs or symptoms was not provided. The culture grew positive for candida lusitaniae. The pdrn informed the nephrologist resulting in the patient being admitted to the hospital. The pdrn stated the patient underwent treatment for the peritonitis event at the hospital and they do not have the records documenting the patient¿s hospital course. There are no records to know what antibiotic therapy the patient was treated with and what date the patient was discharged from the hospital. The hospitalization included the removal of the patient¿s pd catheter (not a fresenius product) and transition to in-center hemodialysis. The cause of the peritonitis is unknown. There was no additional information available.